Event description:
It was reported that during pre-testing of this tracheostomy tube, the cuff would not inflate evenly. The nurse added 3 ml sterile water and attempted to manipulate the cuff by hand but had no success. No patient involvement.

Manufacturer narrative:
One used sample was returned for evaluation. During testing, the operator noted the device cuff would not fully inflate. After the operator manually manipulated the cuff as per device instructions, the device cuff fully inflated. The device instructions include the direction: ""attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon wile gently manipulating the cuff from the shaft. If the cuff still does not inflate, use a new tube, save the old tube and call smiths medical customer service. Deflate the cuff prior to intubations." The inflated cuff was measured and was found to meet with specifications for cuff symmetry. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: basic assembly, manual cleaning and inspection. The manufacturing facility also performed an in-process visual inspection of (B)(4) products that were in the assembly area: this inspection showed no issues with the products being assembled. The root cause could not be established; the returned device was found to meet with specifications.